Event description:
It was reported that the lead was experiencing noise. It was explanted, returned, and replaced.

Manufacturer narrative:
No medwatch form was received. External insulation abrasion was found at 23.6-23.8cm from the is-1 connector pin, consistent with lead friction to another device. The etfe coating was intact at the same location. External insulation abrasion was found at 4.1-4.4cm from the is-1 connector pin, consistent with lead friction to the ICD can. This can cause the field observation of noise if the lead were to come in contact with the ICD can.